Manufacturer narrative:
The event date has been estimated. The patient passed away on (B)(6) 2016 and the outcome was reported under MFR # 2916596-2019-05661. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had outflow graft and pump thrombosis. The patient's lactate dehydrogenase (ldh) was more than 800 and bilirubin was climbing. The computed tomography angiography (cta) of the outflow graft also confirmed thrombosis. The power was up on the device. The patient had focal right sided weakness and cerebellar symptoms. The patient opted for palliative care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient transferred care and the hospital that the implanting center provided did not have any record of this patient. Two more hospitals that the patient may have transferred care to were also contacted, but this patient was not in their records either. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis, device thrombosis, and neurological events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this document lists neurologic dysfunction as a potential late post-implant complication that may be associated with the use of heartmate ii lvas. Section 1 and section 6 of the IFU also outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.